Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen that prevented the user from unlocking the device, while the device continued to function and blood glucose remained unaffected with a reported reading of 79 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no impact to glycemic control and no medical intervention or hospitalization. Investigation included device return logistics and confirmation of shipment for evaluation. Investigation of this device revealed a damaged display component consistent with physical damage to the user interface, with no evidence of performance failure affecting insulin delivery or blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.